Event description:
It was reported while is use on a patient, an 840 ventilator showed error codes indicating a bd (breath delivery) communication failure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. This ventilator is no longer supported and will be taken out of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.